Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the reported issue cannot be confirmed and the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01608 : the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior tibial artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the coil would not advance pass a certain point in the microcatheter; therefore, the ruby coil was removed. The physician then attempted to advance a new ruby coil through the same microcatheter but the similar issue occurred. Therefore, the ruby coil and microcatheter were removed and the procedure was completed using another non-penumbra microcatheter and additional ruby coils. It was reported that the physician did not mention resistance prior to the coils becoming stuck inside the microcatheter. There was no report of an adverse effect to the patient.